Event description:
It was reported that during a total hip arthroplasty, when the nurse opened the implant package a small scratch was seen on the proximal part of the femoral stem implant.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found evidence of product non-conformance.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Upon retrospective review, it is noted that it could not be determined if the product associated with this report was conforming to print when it left biomet control.